Event description:
When physician began to use the integra cranial access kit 5.31 mm drill bit, it was evident to him that it was not progressing as usual, therefore he asked for another integra cranial access kit, and that one performed without incident.